Event description:
It was reported that the acculink stent was implanted proximal to the target lesion, but still inside the right internal carotid artery due to physician error. A second acculink of the same size was implanted to cover the target lesion without overlapping the first acculink stent. There were no adverse pt sequelae reported. The pt was discharged home the following day. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Inaccurate delivery may be a result of, but is not limited to, pt's vessel geometry, vessel diameter which could have been larger than the stent and when the stent does not appose the vessel wall when the stent is fully deployed, and when there is inadvertent movement of the handle during deployment or the positioning of the stent prior to deployment was not optimal. Per acculink instructions for use; states to ensure optimal positioning of the stent prior to deployment and states prior to stent deployment, remove all slack from the delivery system. Based on available information, a conclusive cause appears to be due to user handling and not a manufacturing related product deficiency.